Manufacturer narrative:
The insulin pump had no unexpected off no power anomalies noted. The insulin pump was received frozen black segment display during boot up due to broken connector on mother board. We were unable to perform pump self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery the insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, half broken off reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and stained address/serial number label. There was moisture damage on all electronic assemblies noted and corroded motor assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump stopped working after pump falling. Customer's blood glucose was not reported.